Event description:
It was reported that before an unknown procedure, a foreign body looking like a small fleck of wood/ dust (about 2mm) was found in an unopened packet of the device. No patient affected. Unknown how case was completed. There were no adverse consequences for the patient. One device will be returning.

Manufacturer narrative:
(B)(4). The device was received in good physical condition and inside of the sterile package with an unidentified foreign matter. The package has a piece of brown material inside of the package that appeared to be cardboard material. This likely is material that originated from our packaging process. The seal was inspected and no anomalies were observed. No conclusion could be reached as to how this occurred.